Manufacturer narrative:
The implant has been placed in 26 position on 04/12/2016 and has been explanted on (B)(6) 2019. Following screw break, a fragment of the screw remained blocked inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the screw. That is why, ultimately, the practitioner decided to remove the implant. The abutment and the top of the screw haven't been returned to us. (B)(4).

Event description:
Following the abutment's screw break, a fragment of it remained blocked inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the screw. That is why, ultimately, the practitioner decided to remove the implant.